Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned procedure was performed by the customer when the issue occurred, and the procedure got delayed in 10minutes and completed on the same system without movement of the c-arm. The philips field service engineer (fse) inspected the system on site and confirmed that c-arm was unable to perform geometry movement. Review of the system log file showed that stand power 110v was not present and identified the faulty power supply. To resolve this issue, fse replaced the power board and power supply. The defective power board and power supply were returned to philips for analysis. After analysis of power supply, a loose or damaged component was discovered within the power supply unit; the cardboard packaging for the power supply contained numerous dried foam fragments and the coil of the power supply was not securely attached, and the sub-d connector x2 lacked any thread or screw fastening. The cause of the power board failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system's c-arm was unable to perform geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.